Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. The device performed to specification throughout testing at heartsine. During the event the patient presented a non-shockable rhythm throughout the power-on. It also shows that there were multiple attempts to power off the device via the on/off button while in monitoring mode. The device issued ¿warning, off button pressed¿ prompts during these attempts. In order to successfully power off the device while in monitoring mode, the on/off button must be pressed again within 3 seconds of this prompt, which is a protective feature to prevent accidental power off. However, in these cases the on/off button had not been pressed again within this 3 second window, therefore the device did not power off. A clinical review was performed and it was determined that the device did not contribute to the patient outcome. The reported fault was attributed to user error. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted stryker to report that a customer¿s device did not progress past beyond apply pads. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The hdf 3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
A distributor contacted stryker to report that a customer¿s device did not progress past beyond apply pads. In this state the device may not be able to deliver defibrillation therapy if needed. The patient associated with the reported event did not survive.